Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had a loose drive support cap and a problem with the reservoir spring. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was given.

Manufacturer narrative:
The pump passed the rewind and displacement tests. However, the pump was received with a slightly loose drive support disk. The pump was received with minor scratches on the lcd window, a broken reservoir tube lip, cracked battery tube threads, and a corroded battery tube.